Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 (mg/dl). The cause of the low bg level was unknown. Juice and protein were consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to damaged usb pins.